Event description:
During a combined surgical procedure involving exploratory laparotomy, sacral meningocele repair, and evd placement performed by two physicians, a scrub technician observed condensation inside the fluid warmer drape while the team was closing the spinal dura. Further inspection revealed a small perforation in the drape, which allowed fluid to leak onto the metal surface of the warmer. This breach introduced a risk of field contamination, and irrigation had been conducted with potentially compromised fluid for an undetermined period. No patient injuries, infections, or complications have been reported to date.